Event description:
It was reported that failure to capture was noted on the left ventricular (lv) lead. A chest x-ray was performed, and dislodgement was confirmed on the lv lead due to twiddler's syndrome. The physician elected to explant and replace the lv lead. The patient condition was stable.